Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of the phenomenon was not established. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while they were using the soltive pro superpulsed laser system for the therapy, the tip connected to the machine caught fire, and as a consequence a medical staff suffered minimal harm. The laser was still inside the patient, the green tip went out and a medical staff felt heat, and while turning around they noticed that the blue wire was melted and there was a flame at the end of the tip. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.